Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 596mg/dl, and she was treated with an insulin drip for ten hours until her glucose level was under control. The caller stated that she had an anxiety attack, which caused her glucose level to elevate. The customer stated that the insulin pump was removed at time of her arrival to the hospital. Troubleshooting could not be performed as customer did not have any supplies to complete the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.